Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high, out-of-range, pacing lead impedance measurement for this tachy device and right ventricular (rv) lead system. Additional information received that impedance were high but within normal range and that lead will be monitored. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirmed a revision procedure was performed and the associated rv lead was removed from service and replaced. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.